Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.

Event description:
The report indicated that the customer experienced continuously high bg's (294-384mg/dl) over a six hour period despite having administered a correction bolus. Blood was seen in the cannula, though the pod did not alarm. The pod was removed and will be returned for evaluation.